Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the issue has been resolved. No product will be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.